Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving gablofen (259.2mcg/day at 2000mcg/ml) via an implantable infusion pump. It was reported that the patient had a pump implanted (B)(6) 2026. The patient was experiencing withdrawal symptoms, and so the hcp decided to do an emergency surgery (B)(6) 2026 to replace the pump. Per the hcp, the pump that was explanted was not operating properly, thus causing a potential baclofen withdrawal. The patient also experienced new neck rigidity and was experiencing tachycardia as well as febrile. It was unknown if any environmental, external, or patient factors contributed to this event. Troubleshooting included a dye study that was performed on (B)(6) 2026 to determine if the issue was with the pump or with the catheter. The catheter showed no signs of distress or issues and was functioning normally. The hcp found no leaks, tears, kinks, or other issues with the implanted catheter upon conducting the dye study. The hcp then decided the issue was from the pump and replaced it. The issue was resolved at the time of this report. The pump will be returned to the manufacturer.